Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The fse advised customer that the o2 concentration is determined by the air and o2 flow sensors. It was recommended that the customer perform air and o2 flow accuracy, tests # 5 and # 6, followed by oxygen accuracy. The customer was provided part information for a flow sensor assembly. The customer's certifier had to be sent out for calibration/repair. The flow sensor assembly as replaced to address the issue. All required safety tests were performed following repair. The gas delivery system (gds) assembly was return for analysis. An investigation was performed and the u1 on the air flow sensor pcba created the air flow accuracy, o2 flow accuracy and o2 accuracy set at 10 slpm test to fail.

Event description:
It was reported that the oxygen concentrations were inaccurate. There was no patient involvement reported.